Event description:
It was reported that an implantable cardioverter defibrillator was unable to interrogate. The longevity from previous checks was showing incorrect estimation and the telemetry test was unsuccessful. The device was explanted and replaced due to normal elective replacement indication. The status of the programmer was unknown. The patient was stable before, during and after the procedure.